Event description:
It was reported that the implantable loop recorder could not be interrogated due to the battery not functioning. The recorder was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): device longevity was reviewed. Device met expected longevity.